Manufacturer narrative:
(B)(4). G2. Report source: switzerland. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted.

Event description:
It was reported that the patient had an initial hip replacement on unknown date. Subsequently, underwent a revision surgery due to implant failure with pin fracture of the modular revitan shaft. Due diligence is in process and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records could not be performed due to missing lot number. Based on the review of the provided radiograph, it can be noted that the pin of the revitan stem is not fractured, but it disassociated from the distal body. It can be confirmed that the cerclages are fractured. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient had an initial left total hip arthroplasty performed. Subsequently, the patient was revised approximately 11 years and 6 months post implantation, due to painfully limited joint mobility. During the revision, the surgeon noted that the pin of the modular stem components had fractured. In addition, trochanteric pseudoarthritis was encountered with cerclage wires also fractured. The proximal portion of the stem was removed without any effort while the distal portion required an osteotomy for removal. A new stem and head were implanted without complication. The pseudoarthrosis adhesions were not released to allow for secondary healing of the trochanter. Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: a1, a3, a4, b4, b5, b7, d1, d6a, d10, e1, g3, g6, h2, h6, h10. D10. Unknown revitan proximal part item# unknown lot# unknown. Unknown shell item# unknown lot# unknown. Unknown liner item# unknown lot# unknown. Unknown screws (x3) item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown cerclage wires item# unknown lot# unknown.